Event description:
It was reported that a spectrum pump door will not close. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The evaluation found excessive force being required to close door. The door hooks were replaced.